Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an episode of supra ventricular tachycardia (svt), thought to be sinus tachycardia, was detected by the implantable cardioverter defibrillator (ICD) as monitored ventricular tachycardia (vt). It was noted that the patient¿s intrinsic qrs morphology had two peaks which made it difficult to match the recorded morphology discriminator pattern. No programming changes were conducted, and the ICD remains in use. No patient complications have been reported as a result of this event.